Event description:
It was reported that noise (oversensing) was observed on the patient's ventricular implantable pacing lead from a remote transmission record. The reporter believed the episode is a supraventricular tachycardia (svt) but it is difficult to tell as p-waves are seen on egm but are falling in blanking. No further action was reported taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4574-53, implantable pacing lead, implanted 2011 (B)(6). (B)(4).